Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two winding former labeled as vcp1433h product code, the two samples dispensed with apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The doctor prepared to use suture to suture the patient subcutaneously. When the suture was gently clamped with the needle holder, the problem of pulling off suture needle happened easily, making it impossible to continue suturing and affecting the surgical process. Immediately replaced another one and performed surgery on the patient. There were no adverse patient consequences reported. No further information was provided.